Event description:
A report was received that the patient was having to charge the ipg frequently. The physician suspected device malfunction. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was having to charge the ipg frequently. The physician suspected device malfunction. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
The returned product analysis indicated that the ipg passed electrical, performance, photographic and visual inspection tests. The complaint could not be confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current indicated good alignment but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. The device exhibits normal device characteristics.